Event description:
Patient reported skin irritation in the form of blisters, redness, itching, and burning sensation. Patient sought medical treatment and was treated with a prescription topical steroid medication. The patient reported following proper skin preparation.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.